Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: one lot of iagbc ivs (20g x 1.16") seem to be safteying a lot slower than normal, with one potentially never safteying at all; customer is concerned that the needle has been changed due to the delay in needle retraction - they are only noticing it on this one lot and only the one IV size.

Manufacturer narrative:
Initial reporter information added in e tab. Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two 20ga x 1.16in. Insyte autoguard bc units from lot number 4222174. A visual inspection discovered that one unit was sealed and one unsealed and retracted. The retracted unit was not provided with a catheter and no damages were discovered. The unit was placed back into initial position and retracted successfully with no delays. The sealed unit was tested by breaking tip adhesion, slightly advancing the catheter, and then activating the button. The unit took about 2 seconds to fully retract which is not within specifications therefore confirming your reported issue of slow retraction. During manufacturing, gel is inserted into the spring cavity. Incorrect equipment settings may cause excessive gel which may result in a slow retraction. Quality control plan to check weight at set-up is performed to mitigate the occurrence of this defect. This full investigation was addressed for slow retraction in record #(B)(4). Your report of retraction failure was not confirmed with the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.